Manufacturer narrative:
The returned, used device was evaluated for damage. The mechanisms feel normal and there is no noticeable bend in the devices shaft. The needle loads into the suture passer with no issue noted. Broken lower jaw was not returned for evaluation. The most likely cause of this suspected failure is user related. A two-year review of complaint history revealed there has been a total of 55 complaints, regarding 55 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindications: device is not to be used on bone or similar hard tissue. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
A distributor reported on behalf of a user facility that during a rotator cuff procedure on (B)(6) 2018, the smi-02ap, spectrum autopass suture passer, jaw clamp broke when the surgeon was passing the stitches through the torn rotator cuff tendon. The jaw of the clamp split approximately 35 minutes into the procedure when the surgeon started to suture the first point to the broken tendon of the rotator cuff. The intra articular fragment was removed with a grasper clamp. The procedure was completed with the use of an alternate hooks spectrum device and no reported delay. The patient's status was stable and no additional medical intervention was required for this event. This report is raised on the basis of a device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The rate of failure was reported as a percentage in error. The narrative to read "should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.001" not "should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.16."